Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30467048m number, and no internal action related to the complaint was found during the review. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Initial reporter phone: (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a (B)(6) year old male patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. During a pvc procedure, cardiac tamponade was confirmed by echo. A pericardiocentesis was performed and the procedure was completed. The physician considers cardiac tamponade from around the rvot based on the findings of ultrasonography. The physician considered that the contact force (cf) was considerably high when the rvot was ablated, so it might be at that timing. Prior to noting the cardiac tamponade ablation was performed and there was no evidence of steam pop. There was no evidence of error message on biosense webster equipment during the procedure. The patient statues was reported as improved. There was no report that extended hospitalization was required for the patient.